Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the information available, it was determined that product has malfunctioned and the cause is due to component failure. The issue is resolved with the replacement of dfm100 assy therapy, dfm100 assy therapy receptacle, dfm100 measurement module ECG, dfm100 assy processor, dfm100-cbl ui to processor pca and the product is back in service. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopen.

Event description:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has defective therapy pca. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.